Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's mother reported via phone call indicating that they had issues with the customer's keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The caller stated that there were black dots all over the screen of the insulin pump making it difficult to read the content. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.